Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: the black box showed a call service ¿cs163¿ cartridge not detected warning on 05/05/15. The piston was unable to recognize the cartridge upon the first load attempt; therefore, a ¿load step malfunction¿ was duplicated. The force sensor calibration reading was unable to be measured due to the load step malfunction failure. The pump¿s cover was removed and intermittent condition was found to the force sensor flex pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).